Event description:
Pt reported the menu button on the infusion device is not responding to press. Pt stated the issue just occurred, the button was working fine prior to this. Pt reported when he presses the button, funny marks appear on the display of the infusion device but only while he presses the menu button. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.